Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/15/2014 with the following findings: the black box data showed a sudden drop in voltage which triggered a eaw-128 replace battery alarm; however, this is not indicative of the type of power-issue that was reported. Visual inspection revealed that the battery compartment was cracked below the grip pad; this device failure is unrelated to the reported power-issue. The returned battery cap was free of damage. No evidence of moisture ingress was found inside of the battery compartment or on the battery cap. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported issue was not duplicated. The pump passed a leak test. The battery cap contact measurements were within the specifications. The pump case was removed, and no internal damage or defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that moisture ingress was evident in the battery compartment and the pump was experiencing an intermittent-power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.